Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been getting no delivery and motor error alarms on the insulin pump. Customer stated that the alarms were occurring even after he changed the infusion set and reservoir. Customer stated that he had a high blood glucose reading of 500 mg/dl on (B)(6) 2016. Customer treated with a syringe. Customer reported that the alarm did not occur during manual prime. Customer received the motor error alarm during a bolus delivery. Customer reported that he was able to complete the pump rewind. Customer had 3 motor error alarms within the last 30 days. C customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer declined to return the pump for analysis at this time. Customer also declined troubleshooting for his high blood glucose reading.